Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with an ecr60w reload partially fired loaded on the device. It is possible that while loading the reload, it was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It was also noted that the knife was missing a feature. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired once to transect the bowel and fired fine. The subsequent firings locked out the device started to fire and did not go through. The device sounded like it started to fire then stopped. The reverse switch was used to open the device. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second and third. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.